Event description:
Meter name: one touch ultra, strip name: one touch ultra, meter code: 23, strip code: 23, strip storage: unknown. Symptoms: insulin reaction. A patient reported they had an insulin reaction. Their meter allegedly inaccurately erratic. The result on their meter were 348, 266, 302, 359. No comparison performed. Treatment was unknown. No furhter information has been reported.